Event description:
Note: this is one of two complaints that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2009-xxxxx. It was reported to boston scientific corp that an uphold vaginal support system and a solyx sis system was used during a prolapse repair procedure performed in 2009. According to the complainant, after the physician placed the uphold vaginal support system leg through the sacrospinous ligament, and after one suture was cut to release the sheath on the pt's left side, the sheath broke in half. The sheath half was retrieved from inside the pt using graspers. The prolapse part of the case was completed with this device. For the second part of the case, a solex sis system was to be placed. The first barb was placed, but detached from the mesh assembly while releasing the barb. The mesh was retrieved using his fingers, but the physician was not able to retrieve the barb, leaving the barb inside the pt. The device was removed from the pt, and completed with another sylyx sis system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.